Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer added insulin the cartridge and reloaded it to resolve the issue. Customer¿s blood glucose level was 105mg/dl.